Event description:
A patient returned two weeks post angio-seal device deployment with claudication symptoms. An angiogram revealed a partial occlusion in the superficial femoral artery (sfa) with thrombus and what was thought to be the angio-seal collagen and anchor. Tpa was infused for 24 hours with no improvement in blood flow. The patient underwent surgery, where an embolectomy was performed.